Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was frayed at the tip. Report 2 of 2. The following was received from the initial reporter: we started using the new IV catheters from bd this week. Besides that these IV catheters are not as smooth to insert & are taking the ambulatory nurses multiple attempts to get an IV started successfully since switching to these new catheters, this particular 20 g IV from bd was frayed at the tip/bevel & a part of the plastic tip detached right before the rn went to insert the tip into their pts vein. This particular IV catheter was never inserted into a pt.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was frayed at the tip. Report 2 of 2. The following was received from the initial reporter: we started using the new IV catheters from bd this week. Besides that these IV catheters are not as smooth to insert & are taking the ambulatory nurses multiple attempts to get an IV started successfully since switching to these new catheters, this particular 20 g IV from bd was frayed at the tip/bevel & a part of the plastic tip detached right before the rn went to insert the tip into their pts vein. This particular IV catheter was never inserted into a pt.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.